Manufacturer narrative:
A field service engineer (fse) was dispatched. The fse indicated that he observed diluent leak at blood sampling valve (bsv) due to disconnected tube 208 at the bsv port. He trimmed and reconnected the tubing, resolving the leak, voteouts and background failures. (B)(4).

Event description:
The customer reported that there was a fluid leak of approximately 5cc from the lh750 instrument. The leak was not contained. There was no biohazard exposure to open wounds or mucous membranes. The customer also reported white blood cell (wbc) and red blood cell (rbc) voteouts; as well as high hematocrit (hct) results and background failures on red blood cells (rbc), platelets (plt) and hemoglobin (hgb). The results were not reported out of the laboratory. Samples were rerun and verified on another instrument. No patient data was provided.